Event description:
It was reported that the patient was hospitalized. On (B)(6) 2024 at 21:00 the power source was exchanged from batteries to a mobile power unit (mpu) and an alarm activated. The connection looked perfect, but a power cable disconnect alarm was also seen on the system controller. The event was not reproducible when the patient was on battery or power module, but was reproducible when using the one mpu. The mpu was exchanged. Log files confirmed multiple power cable disconnects while connecting to the mpu at 21:00 on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an atypical power cable disconnect alarm was confirmed via the provided log files. The log files collectively contained data spanning approximately 9 days ((B)(6) 2024 ¿ (B)(6) 2024 per timestamp), and the pump maintained speeds above the low speed limit while connected to the driveline. An atypical power cable disconnect alarm was observed on 01feb2024 a few minutes after the patient connected to the mobile power unit (mpu). The alarm appeared to have been caused by the voltage within both power cables dropping below the alarm threshold; a low voltage hazard alarm was also observed at this time due to the power cable disconnect condition being active in both cables simultaneously. The alarms within a few minutes after the patient performed a power source exchange, and no other notable events were observed. The returned mpu (serial number (B)(6)) was functionally tested at the service depot and at the product performance engineering department. The mpu functioned as intended throughout all testing, and atypical events were unable to be reproduced, even when the mpu¿s patient cable was manipulated by hand and even when multiple power source exchanges were performed to and from the mpu. The mpu¿s patient cable was also measured, and no atypical measurements were observed. The mpu was exchanged to resolve the alarms, and no further alarms have been reported. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage/power cable disconnect conditions. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.